Event description:
It was reported from the system longevity study (sls) clinical study that two days after implant the patient alert was triggered for the right ventricular (rv) lead having high impedance. The patient was hospitalized and it was determined the df-1 pin of the lead had dislodged from the device. The lead pin was re-inserted into the device header and the lead was noted to have normal function. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.